Event description:
During remote monitoring, episodes of myopotential oversensing were observed on the device. The patient was later seen in-clinic where provocative testing was performed, however, the oversensing could not be reproduced. Reprogramming is anticipated, but no further intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the patient was later seen in-clinic where the device was reprogrammed to resolve the event. The patient was in stable condition.